Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 150 mg/dl. The customer was unable to rewind the insulin pump due to alarm. The reservoir leaked. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to motor error alarms. No moisture damage on keypads, vibrator, battery tube, reservoir tube or electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.